Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.1 cubie d1 and d5 were physically present in the machine but did not appear on the cubie map, preventing auto-ejection for reseating. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. . Upon investigation of the actual incident, it was determined that drawer did not appear in cubie map. A field service engineer (fse) reseated the row board and retractor band, tested the unit in hardware testing application (hta) confirming all cubies were functioning properly, and assisted the customer in recovering cubies and reloading medications. The system functioned as intended after the field service engineer repaired the device.